Manufacturer narrative:
Qn# (B)(4).

Event description:
When inserting swg (spring wire guide), it was bent and could not pass anymore. Md was unable to proceed with the product and used new product.

Event description:
When inserting swg (spring wire guide), it was bent and could not pass anymore.md was unable to proceed with the product and used new product.

Manufacturer narrative:
Qn#(B)(4). The customer returned one spring wire guide (swg), a 2-l cvc catheter, and a dilator for evaluation. Visual examination of the returned swg confirmed one kink and one bend in the swg body. Microscopic examination confirmed both welds appeared spherical and fully formed. The kink in the swg body was measured at 510 mm from the proximal weld. The bend in the swg body was measured at 247 mm from the proximal weld. The total length of the swg measured 602 mm, which is within specifications of 596-604 mm per swg graphic. The outer diameter of the swg measured 0.798 mm which is within specifications of 0.788-0.826mm per swg graphic. The undamaged portions of the swg were inserted into a lab inventory ars, a lab inventory 18 ga introducer needle, the returned dilator, and the returned catheter to functionally test. The swg passed through all four with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report that the spring wire guide was found to be kinked in use was confirmed through visual examination of the returned sample. The returned guide wire had one kink and one bend in its body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.